Event description:
The customer reported that during open heart surgery, the device displayed an internal paddles error message. There was no report of negative pt impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.